Event description:
It was reported that there was seroma formation around the prosthesis after implant. The prosthesis was placed in the distal part of the cephalic vein as the a/v fistula had formed an aneurysm. After implant, the prosthesis leaked 1 litre of serous fluid a day, resulting in a surgical revision one month after implant. Seven days after the revision, the prosthesis was explanted and a different type of graft was implanted. Upon explant, it was reported that there was incomplete tissue ingrowth throughout the graft length.

Manufacturer narrative:
The lot number for the device has been provided. The device history record (DHR) was reviewed and the lot met all release criteria. The DHR review showed that all process parameters were within specification. The sample has not been returned for evaluation to date. The investigation is currently underway.